Event description:
It was reported the pt experienced increased pain on the right side. The pt has fallen several times. A power on reset (por) condition occurred. The pt was not able to adjust the stimulation. The antenna cord used with the pt programmer was torn. The hcp confirmed the pt has pain in the lower back and both legs secondary to multiple sclerosis. The pt's symptoms included lack of effect and pre-existing pain.

Manufacturer narrative:
.